Event description:
The customer reported the failure of the (B)(4) sync cable. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer identified the cable failure. The customer ordered a replacement sync cable. The device remains at the customer site. Based on the customer's report we are considering this a malfunction of the sync cable.